Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. The suspected cause of the event was rv lead insulation damage, however, this was not observed via diagnostic imaging. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.